Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving frequent check therapy electrode alarms. The pt was issued a replacement electrode belt.